Manufacturer narrative:
A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. These products are technique dependent and events of this nature can occur. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device. If the deice is returned and evaluation finds something other than what is stated above, a follow up report will be submitted.

Event description:
Reporter reported that in 2007, patient had spinal hardware place at l4-l5. The surgeon tightened the setscrews down to 80 in-lbs as recommended. A month later, the rod was found to have dislocated at the lower position. A revision was performed the following month. Rod and setscrews were replaced. As surgical intervention occurred an MDR is being filed to document this event.